Manufacturer narrative:
(B)(4). Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.

Event description:
It was reported by an attorney that the patient underwent a gynecological procedure on (B)(6) 2008 and mesh was implanted. It was also reported that the patient experienced pain, erosion of her internal tissues, and she has undergone additional surgeries and revisionary procedures. No additional information is provided at this time.

Manufacturer narrative:
(B)(4). It was reported by an attorney that the patient underwent a gynecological procedure on (B)(6) 2008 and a mesh was implanted. The patient experienced pain, erosion, infection, urinary/bowel problems, organ perforation, bleeding, dyspareunia, and vaginal scarring. No additional information was provided.

Manufacturer narrative:
Date sent to FDA: 12/31/2018.

Manufacturer narrative:
Date sent to FDA: 02/28/2019. Additional narrative: it was reported that the patient underwent a removal of the mesh on (B)(6) 2017.